Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report number: mw5070730 additional information was requested and the following was obtained: how long was the surgical procedure extended by due to the event? All of the available information was entered into the medwatch report.

Event description:
During a laparoscopic appendectomy procedure; the device was fired twice with no complications. On the third load that was fired, several of the staples in the middle of the load failed to fire. Due to this misfire, it was necessary to open a competitor device and laparoscopic clip applier in order to complete the procedure. It also resulted in extended operative time.